Manufacturer narrative:
After receiving this report, retain sample of whitening gel, lot: 15182013, was tested and the results were within specifications. The gel and kit were used during the procedure, and were not returned. Device history record of whitening gel (lot: 15182013) and whitening kit (lot: 15189005) were also reviewed, and no out of specifications and discrepancy was found. No other similar complaints were received with the same lot numbers. There was also no other injury report received with the same symptoms. Based on the complaint history overall rate for all allergic reaction since 2014 is less than (B)(4)% compare to sales. After the follow-up with the dentist on (B)(6) 2016, it was found that the patient fully recovered after the treatments. The dentist also commented "the patient admitted to being allergic to virtually everything". No corrective action is required. The dfu of the kit recommends to provide the ingredient label to the patient, and also describes candidate qualification.

Event description:
Discus dental received a complaint on (B)(6) 2016, in which patient had an allergic reaction during a zoom teeth whitening procedure which was performed by a dental hygienist. The patient experienced severe pain during the procedure. It followed with high blood pressure, and shaking and numbness in her hands. The dentist administer nitrous oxide/oxygen, numbed her lower jaw with lidocaine, and injected epipen to her thigh. There was no sign of burned or swollen body tissue. The patient was taken to the emergency room by an ambulance. The patient was diagnosed with vaso-vagal at the hospital. The patient fully recovered after the treatments.